Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient believed that the revision occurred around (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) on 2018-sep-19. It was reported that the patient¿s lead would be revised due to impedance issues. The rep noted that the patient was programmed 2x8 with impedance issues and there will be four potential ¿opens¿ due to lead configuration. Impedance measurements showed that 0-3/ all electrodes 3 were greater than 10,000 ohms, 1-2 electrodes were 833 ohms, all others were 1800-2151 ohms, and after changing the reference, 8-11 electrodes were within range of 654-729 ohms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient met with the representative for reprogramming and impedances on contacts 4-7 and 12-15 were greater than 10,000 ohms. The issue wasn't resolved and surgical intervention was not planned. No symptoms or further complications reported.